Event description:
Patient stated the v-go falls off and has been given allkare barrier film to assist with v-go falling off. Patient stated he disposed of all v-go's that fell off. Patient stated he had 10 v-go's fall off from his second box and 6 to 7 fall off from his third box.